Manufacturer narrative:
B5: additional information received on 21-nov-2022 via email and attached to complaint object: this unit was found during yearly inspections and performance checks were done. Unit did not passed all tests, there was no report on this unit prior to inspection. H6: event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the pump was received with the right plunger case was missing and the parts of the plunger head. The event history log was reviewed and found travel course check and plunger lever error. Unable to determine cause because could not run pump to test for the check clutch/plunger lever error in history because of parts missing in the plunger head. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and had no indication of a service issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited travel coarse error/plunger case issues. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.